Event description:
Event description guidant received information that the high impedance implantable lead displayed elevated impedance readings around 2000 ohms. The pacing thresholds have increased over the past six months. In september 2005 guidant received additional information that the physican performed an invasive procedure to remove the crt-d as it was part of a safety advisory. The rate sense portion of this lead was capped and replaced as impedances had become elevated to an out-of-range level..